Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: "staff says pump "had a service error message when attempting to infuse medication". Cannot replicate. We have a pump sn: (B)(6), which staff states "had an error message when attempting to infuse medication". They said they thought it was a service required message but couldn't remember.could not replicate this after running a test infusion. Pump is clean and valve pins/loading guides are not sticky. Drug name: fat emulsion 2% (lipids) patient harm: no infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.